Event description:
A report was received that the patient was having pain at her left hip near the ipg. It was also reported that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein the ipg was repositioned. No device malfunction was suspected.